Event description:
It was reported that the patient¿s device was not working and was showing a battery icon. The patient felt that her device was not charging correctly and that something was wrong with her charger. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# va0qxld, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0qxld, implanted: (B)(6)2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).